Event description:
It was reported that the insulin pump alarmed an a 33 error. The insulin pump had a cracked reservoir compartment, the drive support cap is loose, and a cracked lcd screen. The blood glucose reading was 189 mg/dl. Advised discontinuation of the insulin pump and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).